Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd intima ii IV catheter had foreign material. The following information was provided by the initial reporter: "the nurse in the emergency department opened the package of an indwelling needle when preparing the patient for indwelling needle, and found dandruff on the needle."

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 1218979. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10

Event description:
It was reported bd intima ii IV catheter had foreign material. The following information was provided by the initial reporter: "...the nurse in the emergency department opened the package of an indwelling needle when preparing the patient for indwelling needle, and found dandruff on the needle..."